Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Event description:
The event involved a chemosafelock bag spike where the customer reported a foreign material (coring). There was no reported impact of the event on the patient and medical institution worker. The product is not contaminated with blood or body fluid. The event was noted before use to the patient. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary: the complaint of contains foreign matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.